Event description:
The consumer reported a confirmed urinary tract infection (uti) (B)(6) 2016 and 5 different instances of urinating in her bed. The caller was implanted for fecal issues and was having success with those symptoms. It was noted the caller thought the two weeks of oral antibiotics (bactrim) were contributing to her urination problem. Frequent urination was noted multiple times at the end of (B)(6) 2016/early (B)(6) 2016 (B)(6). It was indicated the frequent urination in (B)(6) was particularly bad. The patient's indication for use was fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.